Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, an issue after the 2 hour warm-up occurred. No additional patient or event information is available. Data was received for evaluation but further investigation cannot be completed to confirm the reported issue on transmitter (B)(4); however, a permanent loss of connection was confirmed on transmitter (B)(4). The reported event could not be confirmed. A root cause could not be determined. The reported issue of an unknown issue is reportable based on the finding of permanent loss of connection.